Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 400 mg/dl. Troubleshoot was declined by the customer for high blood glucose. The customer also reported no delivery which was resolved by troubleshoot. No symptoms of high blood glucose were reported. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.